Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient currently receiving marcaine/bupivacaine (40 mg/ml) and morphine (5.5 mg/ml) via implanted pumps. The patient had two pumps implanted both delivering the same medication. The indication for pump use for pump (B)(4) was lumbar radiculopathy and non-malignant pain and the indication for pump use for pump (B)(4) was chronic low back pain, intractable spasticity, and non-malignant pain. On (B)(6) 2016 it was reported that both of the patient's pumps were empty. The patient had been hearing the critical alarms for 1-2 weeks; she first heard one and then the other one after that. The patient had "considerable/so much pain that began at least about 1 month ago." The patient had been at the hospital twice due to this issue and yesterday she would have gone but could not find a ride. The patient stated that she did not know what was going on. The clinic told her that they were having a difficult time getting refill kits to be able to refill her pumps. The patient was wondering if there was anything she could do to speed up the process. Additional information was received on 15-sep-2016 from an hcp and it was reported that the empty pump alarms were occurring on both pumps. The patient had missed the pump refills. The first pump went empty approximately 1 month ago and the second pump went empty approximately 2-3 weeks ago. The physician was going to be refilling the pumps this week and was calling to order refill kits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.